Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken reservoir tube lip and minor scratches on the display window.

Event description:
Customer stated that a piece of plastic on the reservoir compartment broke off. Customer's blood glucose level at the time 109mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.